Event description:
Reporter alleged the softclix lancet needle was exposed out of the box. No actions or treatments were reported. No adverse event reported. Reporter stated that she had mixed two different boxes of lancets. A request was made for the return of the suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.